Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that they are experiencing high blood glucose reading 463 mg/dl. Customer declined troubleshooting for high blood glucose reading. Customer also reported no delivery alarm. Customer states the insulin exited. Customer states the cannula is bent. Customer ran an additional 5 units fixed prime to determine if cannula site connection may be occluded. The insulin exited through the tubing. Insulin will not return for analysis.